Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a rapid decrease in battery voltage due to increased ventricular pacing and output, and increased right ventricular (rv) lead impedance. The device and lead remain in use. No patient complications have been reported as a result of this event.